Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that, during procedure, the healthcare provider (hcp) plugged in the ins, and impedances for electrode #3 and #0 came back over 4000ohms. The hcp then took out the lead but could not get the lead to go all the way in. The hcp tried to loosen the screw, but the screw then came undone. The rep stated on the first attempt they increased pw to 300 and amp to 2.5, with no resolution in impedance. The device was never implanted, was reported that it would be returned, and was replaced with another ins. The issue was resolved and no patient (pt) symptoms reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis found that set screw was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.